Event description:
In 2009, this patient was treated with gore excluder aaa endoprostheses for treatment of an abdominal aortic aneurysm. It was noted this patient has an allergy to heparin. The physician used another drug (unknown) in place of using heparin. Implantation of the devices was performed without incident. Post procedure it was noticed the patient had developed a clot in the ipsilateral leg of the trunk-ipsilateral leg component device. The physician performed a thrombectomy to remove the clot. In the next day, another clot was noted and the physician performed another thrombectomy to remove the clot. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.